Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 490 mg/dl which was treated with insulin pump. Customer had received insulin flow block alarm. Resolved by complete set change. Customer received replacement transmitter but had not programmed it into insulin pump that is why it was not connecting initially, but once connected the led did not blink on sensor inserted into arm. Customer stated previous sensor did not stick. Customer usually was in auto mode but had been off sensors due to the connection issues. The insulin pump will not be returned for analysis.